Manufacturer narrative:
Patient information has been requested but has not been provided at this time. If patient information becomes available, a follow up report will be submitted. A ge healthcare service representative performed a checkout of the machine. The machine was inspected, and the reported complaint was confirmed. The service representative noted that the two set screws were loose in the o2 control knob assembly and the link 25 proportioner was not functional. The assembly procedures were reviewed. When the flow head is build and tested in the subassembly cell, the o2 knob is torqued to .565 nm. Additionally, when the flow head is installed on the assembly line, the operator verifies that the knob set screws are torqued to .565 nm. The device history record for this unit was reviewed and confirmed that the machine and flow head assembly were built and tested per manufacturing specifications. A two-year review of (B) (4) complaint data was performed, and this is the only reported complaint for a loose o2 control knob. No samples were returned for investigation. The exact root cause of the reported complaint could not be determined.

Event description:
Customer reported that, at the end of the case, the o2 flow control know was noted to be nonfunctional. The case was able to be completed. There was no reported patient injury.